Event description:
It was reported that the electrogram was consistent with retrograde measuring at about 240 msec post biventricular pacing. The device remains in use. No patient complications have been reported as a result of this event. The device was explanted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. The device met 99.9 percent of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported that the electrogram was consistent with retrograde measuring at about 240 msec post biventricular pacing. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.